Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as dry skin with garment rubbing against patient causing blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the blisters. The outcome of the irritation is unknown as follow up attempts were unsuccessful.